Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported under infusing which was not reproduced during testing. The device was tested for flow rate accuracy at rates of 40ml/hr and 125ml/hr with resulting values within 5% specification. A review of the event history log could identify no abnormalities as no event date was provided. The reported condition was not verified. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing in the biomed service department. There was no patient involvement. No additional information is available.